Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 35cm d/l glidepath catheter with two luer caps was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Caps were returned offloaded from the luers. The catheter was returned with both clamps disengaged. The blood residues and missing fibre were noted on tissue cuff. However, it's not enough to verify catheter expelled from body, could involve multiple factors including physical movements. Tactile evaluation was performed prior to functional testing. The catheter felt normally elastic when it was gently pulled and stretched. No evidence indicating loose fitting was noted near the tissue cuff. The catheter was patent to infusion and aspiration for red and blue luer, no leaks were observed. Therefore, the investigation is inconclusive for the reported expelled out issue as no evidence of loose fitting were noted from return sample and as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure using the glide path hemodialysis catheter. Post procedure, it was reported that the catheter was allegedly expelled out from patient body with no fibrosis. There was no reported patient injury.

Event description:
It was reported that post glide path hemodialysis catheter placement, it was reported that the catheter was allegedly expelled out from patient body with no fibrosis. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.